Event description:
Boston scientific crm rec'd information that this pt experienced pocket stimulation. The right atrial (ra) lead exhibited noise, undersensing, loss of capture (loc) and a change in impedance measurements from 420 ohms to 650 ohms. A chest x-ray was performed where this lead was found to be dislodged. A lead revision was performed and this lead was explanted. A new lead was successfully implanted. Other than the procedure, no adverse pt effects were reported.